Event description:
Death. This pt underwent a bi-lateral lung volume reduction surgery (lvrs) in 2001. Focalseal-l was applied to the right and left staple lines and the right lower lobe to an area of tearing of the lung. During their post operative course, the pt was depressed and not eating. An ng tube was placed; however, their condition continued to deteriorate. In 2002, the pt was transferred to the psychiatric ward. The pt was set to be discharged home, however, pt suffered a cardiac arrest and expired in 2002. No further details were provided. No further info is anticipated. Although the reporting physician has assessed this event as unrelated to the use of the product, genzyme corp has decided to report this event due to the seriousness of the outcome.